Event description:
General report received from abbott international affiliate (abbott spain) of under-delivery of low-dose analgesics. It was reported that nine patients experienced under-delivery of either metamizole magnesium or tramodol hydrochloride in combination with morphine hydrochloride and dihydrobenzoperidol. The concentrations of these medications were not reported. No specific pump settings were recalled. There was no patient specific information available for any of the nine events. There was no reported harm to any of the patients, although all nine patients were reported to have their length of stay in the hospital extended an unspecified time due to inadequate pain control. One pump was identified and will be returned for testing. All sets involved were discarded.